Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between september 3-5, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed that the bladder was ruptured. The ruptured bladder was examined for external and internal surfaces of the bladder and any surface defects on the stress member and no signs of abnormality were observed. The reported condition was verified. The cause of the issue was due to inherent variation in the material from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured "with a light plosive sound". After 40ml of saline was filled, the bladder ruptured when 30ml out of 50ml fluorouracil (5-fu) was added in the syringe. There was no patient involvement. No additional information is available.